Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's system board coin battery was replaced and power/display related cables and connections were reseated as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs did not find evidence to support the reported event.